Event description:
It was reported that pump battery was depleting faster than usual, pump had shut down due to battery depletion. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up with technical support and no additional information was received regarding any actions taken or the outcome of the event.